Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery due to ''lens caused complication and had to be removed''. Needed to implant a different lens. An incision enlargement was performed and a suture was used. A different model lens was used for the replacement. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Additional information was received on the event. The patient had the lens put in and came back later that day due to lens being dislodged/dislocated. The doctor tried to rotate the lens back but was not able to; therefore, the lens was explanted and replaced with a 3 piece anterior chamber lens from another manufacture. A vitrectomy was performed. No further information was provided. (B)(4). A review of the manufacturing records was performed. There were no conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. Result of the dimension control found that none of the lenses within this production order were rejected for dimensional properties, thus the lenses were within specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) was reviewed. The warnings section provides specific conditions where patients may not be suitable candidates for an intraocular lens. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.